Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in state 6 with event logs 6 and 7, an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection was performed on the sensor plug and no failure modes were observed. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly), no issues were observed. The sensor was reprogrammed and a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly was performed. The smu test, along with the poise voltage and sensor thermistor testing were all within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a message 'lo' (reading <40 mg/dl) on the abbott diabetes care (adc) device and further noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute).the customer was asymptomatic and self-treated with unspecified agent. The customer had contact with a non-healthcare professional who obtained blood glucose readings of 157 mg/dl and 140 mg/dl using a blood glucose test. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 43 mg/dl was compared to a competitor brand meter result of 153 mg/dl. The length of sensor wear was unknown. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.